Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvis pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and migraine headache. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and migraine ("migraine headaches"). The patient was treated with surgery (lavh/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and migraine outcome was unknown. The reporter considered dysmenorrhoea, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvis pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and migraine headache. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and migraine ("migraine headaches"). The patient was treated with surgery (lavh/ bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and migraine outcome was unknown. The reporter considered dysmenorrhoea, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.